Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted (B)(6) 2016; 429888 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from the coronary sinus. It was noted that during the lead revision, the cardiac resynchronization therapy defibrillator (crt-d) had a set screw issue when reattaching the atrial lead. When the atrial lead was being attached, the hex wrench was turning and spinning the screw, but the thread was not engaging. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.